Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of a mildly calcified right common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, no suture was present. The device was removed over a guide wire and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequela and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue was confirmed as analysis of the device revealed that the posterior cuff tabs were unbent indicating the posterior needle mandrel did not couple with the posterior cuff. In addition, the posterior needle mandrel was bent consistent with the posterior needle mandrel striking a solid object. The right common femoral artery was reportedly mildly calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site. Based on visual inspection and functional testing, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.